Manufacturer narrative:
Unit received with intermittent escape, act and up arrow buttons. Unable to determine the root cause of intermittent buttons due to pump preservation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08745 inches. Unit received with cracked case at the display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Pump received with intermittent esc, act and up arrow buttons.